Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported during use the bd ultra-fine¿ pen needle was unable or difficult to prime and cannula breaks off (patient or non patient end) or pulls out. The following information was provided by the initial reporter: "no insulin flow during priming, and that the needle broke into the insulin pen and also a needle broke off in the injection site during injection." No intervention stated.